Event description:
A healthcare worker experienced a respiratory reaction, headache and eye irritation for a few hours subsequent to cleaning a cidex spill. The area in which the spill occurred did not have windows and no door that opens to fresh air. The healthcare worker is now fine.